Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle plunger rod was unable to move. The following information was provided by the initial reporter : the customer reported that the user was unable to move the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. H6: investigation summary customer returned a single syringe in a polybag labeled for 1ml, 30 gauge, 8mm syringes from lot 0006050. Initially moving the plunger met with a minor but expected amount of resistance. The plunger was moved back and forth within the barrel of the syringe without issue. Moving the plunger through the entirety of the barrel found little resistance and no fluctuations in this resistance. A review of the device history record was completed for batch# 0006050. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the sample received, bd was unable to confirm the customer¿s indicated failure of the plunger rod being difficult to move. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle plunger rod was unable to move. The following information was provided by the initial reporter : the customer reported that the user was unable to move the plunger rod.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle plunger rod was unable to move. The following information was provided by the initial reporter : the customer reported that the user was unable to move the plunger rod.